Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during fill one while the patient was connected. The care giver stated the homechoice went through prime okay and the patient line with the extension did prime and the patient was connected. The patient went to the initial drain, but then went to fill one and the care giver stated the patient line had no fluid in it. The technical service representative (tsr) asked if the care giver was sure the patient line and extension primed and the care giver stated yes. There were no leaks, kinks or loose connections observed. The tsr ended therapy early. The care giver would dispose of the first set up and reset with new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative reviewed proper procedures with the caregiver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.